Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 78 mg/dl on the meter and 116 mg/dl on the lab. Tests were done within 10 minutes with a difference of 32%. The blood samples used on both the meter and the lab were venous. Patient did not experience any adverse events. No further information has been reported.